Event description:
The customer reported to olympus, the light guide lens of the colonovideoscope was chipped and the bending section cover was worn out. A constant obstruction error was generated when the device was going through the washer. However, during manual cleaning, the brush did not get caught inside. The issues were found during reprocessing. The device was returned and an evaluation at the repair center revealed black particles inside the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned and customer allegations were confirmed. The water supply volume failed to meet the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The light guide lens had a crack. The distal end cover had a dent. The adhesive on bending section cover was detached. The right/left knob and up/down knob was deformed. Three good faith efforts (gfe) were made to obtain additional information; however, no response received. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.